Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was discharged from the hospital.

Event description:
It was reported that the burr stuck in lesion, burr detached and vessel dissection occurred. The 100% stenosed chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca) with a vessel diameter of 3.0 mm.. A 1.25mm rotalink¿ plus was selected and advanced to treat the target lesion. Ablation was performed three times for 10 seconds each with a rotational speed of 190,000 rpm and it was noted that the rotation was idle running during use and the rotation speed was down to 2,000 rpm. Post ablation, the physician attempted to remove the rotaburr with dynaglide mode in order to change to burr 1.5mm for upsize. The physician no longer felt resistance and noted that the burr was detached from the drive shaft at distal rca. Two non-bsc guide wires were advanced. One of the non-bsc wires was attached to an extension guide wire . Dilation was performed with a .20/ 15 mm non-bsc balloon catheter at 10 atmospheres. The 3.0/15 mm non bsc balloon catheter was inflated again at 10 atmospheres used to dilate the proximal area of the detached burr. At the same time, a different 3.0/15mm non-bsc balloon catheter was used to dilate the distal end of the burr at 8 atmospheres. The physician tried to remove the burr by using the two balloons to pinching the burr, but the burr did not move. The three wires were tangled to each other but they were able to be removed together with the burr and the guiding catheter as a unit. At some point during the removal efforts, vessel dissection was noted and intra-aortic balloon pump (iabp) was used. The procedure was not completed. No further patient complications were reported and the patient is presently being monitored.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).